Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions, and h11 have been updated. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Through extensive complaint investigations, events reporting difficulty during sheath insertion/advancement into patient with associated sheath damage have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification, tortuosity, steep insertion angle, undersized vessels, and/or constrained access. In addition, sheath damage can be a result of increased push force and any device manipulation used to overcome the difficulty. The complaint for difficulty introducing sheath was confirmed based on the information provided. Available information suggests that patient factors (calcification) and/or procedural factors (steep insertion angle) likely contributed to the event as the provided information indicated that the patient presented with calcification at the access vessels and the sheath was inserted at a steep angle. Sharp or bulky calcified nodules within the patient access vessel can act as a physical obstacle that can increase friction and lead to higher push force and/or damage the distal tip. Interaction with calcification can also lead to sheath kinks if combined with the push force required to insert the sheath. Additionally, a steep insertion angle can induce stress to the sheath shaft causing it to bend or kink and require a higher push force to navigate. Through extensive complaint investigations, events reporting resistance during delivery system insertion or advancement through the sheath with the s3u/s3ur valve configuration have not been linked to device malfunctions or manufacturing nonconformances. Historically, root causes for these events have been associated with multiple contributing factors, including patient conditions (vascular and non-vascular), procedural variables, and use-related variability (e.g., technique, user error). These factors often interact and compound, potentially resulting in secondary device failures - such as valve frame damage or compromised sheath and delivery system components - as well as secondary complications affecting the delivery system. Notably, these secondary failures or complications are also not considered device malfunctions or manufacturing nonconformances, as they arise from the same complex interplay of external factors rather than inherent product defects. The complaint for difficulty advancing through sheath was confirmed based on the information provided by the field clinical specialist. Available information suggests that patient factors (calcification) and/or procedural factors (steep insertion angle) likely contributed to the event as the provided information indicated that the patient presented with calcification at the access vessels and the sheath was inserted at a steep angle. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Similar to tortuosity, calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Additionally, a steep insertion angle can result in non-coaxial alignment between the delivery system and sheath. Non-coaxial advancement of the delivery system through the sheath may lead to resistance or can increase push force requirements, resulting in frame damage or secondary failures on the sheath or delivery system. The complaint for difficulty removing sheath was unable to be confirmed due to unavailability of imagery or device return. No manufacturing nonconformance was identified during evaluation. Review of the DHR did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation.- as reported, "during the procedure, difficulties were found when inserting the esheath+ into the patient. Then, during the advancement of the valve through the esheath+, resistance was found. The valve did exit the tip of the esheath+ and was successfully implanted. The commander was then removed through the esheath. Difficulties were also found when removing the esheath+ from the patient. It was then noted a femoral dissection had occurred due to the resistance during the insertion or the withdrawal of the device. A covered stent was implanted." Provided information indicated that the patient presented with calcification at the access vessels and the sheath was inserted at a steep angle. Sharp or bulky calcified nodules within the patient access vessel can act as a physical obstacle that can increase friction and lead to higher pull force during removal. Additionally, a steep insertion angle can induce stress to the sheath shaft causing it to bend or kink and require a higher pull force to remove. As such, available information suggests that patient factors (calcification) and/or procedural factors (steep insertion angle) may have contributed to the reported withdrawal difficulty. However, a definite root cause was unable to be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
Per report received from france, it was a case of an implant of a 26mm sapien 3 ultra valve in aortic position by transfemoral approach. During the procedure, difficulties were found when inserting the esheath+ into the patient. During the advancement of the valve through the esheath+, resistance was encountered; however, the valve did exit the tip of the esheath+ and was successfully implanted. The commander delivery system was then removed through the esheath+, and difficulties were also found when removing the esheath+ from the patient. It was then noted there was a femoral dissection due to the resistance during the insertion or the withdrawal of the device. A covered stent was implanted. The patient was noted as to be in stable condition. Per physician, the perceived root cause of the dissection was the calcium of the femoral access.

Manufacturer narrative:
Investigation is ongoing.